Manufacturer narrative:
Corrected data: upon further review, the following fields are being updated accordingly: section a2 - age: 46 years. Section b5 - describe event or problem: patient has issues with distance, computer, and reading. Patient with a pre and post-operative best corrected visual acuity (bscva) of 20/20. There were no unplanned incisions, vitrectomies or sutures reported. The end-user did not seek additional medical attention outside of standard care. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown/not provided, but the best estimate date is between dec 23, 2024 and mar 12, 2025. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure due to power issue. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.